Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was scheduled for right ventricular (rv) lead revision following a high out-of-range rv pace impedance measurement greater than 2,000 ohms in (B)(6) 2023, however the procedure was not performed. Device interrogation was normal, and the rv lead appeared normal under fluoroscopic imaging. There was no evidence of additional out of range rv impedance measurements, and the root cause was not determined at this time. The physician decided against performing the lead revision, and the patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.